Event description:
Patient's family member had called lfs in 07/2003 alleging their son's meter would not power on. Medical affairs spoke to the patient's catheter in 07/2003 and obtained more information: the patient reported no high or low blood glucose symptoms while attempting to test. The power issue was not resolved with troubleshooting. Patient's family member reported that one day the patient was getting low blood sugar results and was taken to the hospital. The meter was functioning at the time of the event. No further information has been reported.